Manufacturer narrative:
One 72201781 biosure ha 9x25mm screw was used for treatment and was returned for evaluation. The complaint stated: ¿when the graft was fixed on the femur, the bolt broke.¿ dimensional inspection verified that this was a 9x25mm product. Approximately 5mm of the distal threads were missing. They had been fractured off. Report indicated that pieces were removed by shaver. The head is internally scuffed indicating stripping had begun. Distal threads left were chewed up and fractured. This is aligned with over torque and/or entanglement with a guide or continued driver rotation after product rotation ceased. The portion returned confirmed force was a factor. The symptoms are consistent with either unexpected one density encountered or an inadequate tunnel diameter. Being a tapered screw, the largest diameter needs to be accommodated. Interference screws recommend 1:1 screw size to tunnel size for best surface interference contact per instructions for use: ¿use an appropriate size tap to pre-tap the insertion site prior to screw insertion. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. In cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used.¿ no root cause related to the manufacturing of this device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
One sterile 72201781 9x25mm biosure ha screw reported on. The product was used for treatment but was not returned for evaluation. Due to unavailability, conclusive investigation and evaluation were limited. Factors affecting device performance include: device ability, surgical ability and surgical site preparation according to instructions for use (IFU). IFU confirms instructions, recommendations and precautionary statements and for proper use of product. Influences that could compromise product integrity include: 1. Site prep with alternate or without recommended instruments. 2. Not accounting for design (taper or larger head to body). 3. Entanglement with guide wire or other instrument causing tearing and fractures. 4. Use of disproportionate screw size. 5. Use of excess torque or force. Per IFU: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ maximum surface to surface intent is achieved with interference style screws by use of same size tunnel allowing the screw threads to make optimum surface to surface contact. A smaller tunnel increases the risk of torque damage. Product met specifications upon release to distribution. Complaint history review found no other reports for this lot.

Event description:
It was reported that during a acl procedure, when the graft was fixed on the femur, the bolt broke. The pieces were removed with the shaver. A backup device was available to complete the procedure. Delay or patient injuries were not reported.